Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2021 the pump alarmed failed battery test and pump error 15. Unit passed active current measurement, sleep current measurement test, selftest and displacement test. No pump error 15 alarms noted during testing. Unit successfully downloaded to thumps. However, the formatted history file confirmed the pump alarmed pump error 15 alarm (line number 1938 file number 0) on (B)(4) 2021 22:40:31.000 due to software error as per global logic analysis (esf3764385). The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery test noted during test. Confirmed pump alarmed failed battery test on (B)(6) 2021 22:40:34.000 in pump downloaded history. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. No failed battery test or pump error 15 alarms noted during testing. Confirmed the pump alarmed pump error 15 alarm (line number 1938 file number 0) on (B)(4) 2021 22:40:31.000 due to software error and confirmed pump alarmed failed battery test on (B)(6) 2021 22:40:34.000 in pump downloaded history. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm which was generated when the pump detects a critical block and inverse critical block did not add to zero. Customer also reported failed battery alarm. Customer was able to clear the alarm and rewind the pump. No harm requiring medical intervention was reported. Troubleshooting was successfully performed and the customer discontinued use of the device.